Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 05k/efficia cm10/spo2 measurement has intermittent inaccuracy. The customer reported that the device was in use on a patient at the time of the event. There was tno report of any adverse impact to any user or patient.